Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3(initial medwatch) - date received by manufacturer. The correct date was 07/24/2024. Corrected fields: e1,h6(component code is being corrected to 525 - tube, 440 - cylinder and 866 - lenses). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the foreign material may have been unremoved because the device was not reprocessed properly by leak from the switch box. However, the cause of the material remaining in the device could not be determined. The event can be detected and prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected data: h3 (¿no¿ was selected in error on the initial report). H11: additional information obtained revealed the device was properly and verifiable cleaned and disinfected in the washer-disinfector. The white foreign material might be related to residue associated with simethicone, which was added to the rinsing solution (for the auxiliary rinsing channel) 5 weeks prior. The air/water nozzle was rinsed with water and air during manual cleaning. It is suspected that simethicone was used during examinations. It is perceived that pre-cleaning and manual cleaning during reprocessing were carried out according to olympus¿ instructions. There were no defects in the reprocessing accessories for pre-cleaning and manual cleaning.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The user facility returned an evis exera iii gastrointestinal videoscope the service center. During inspection of the returned device, it was observed that white foreign material was inside of the jet, air/water cylinder and tube. Additionally, the objective lens was dirty. The customer did not report any patient user injury or harm reported to olympus.